Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated. The additional patient effects reported in the articles are captured under a separate medwatch report. The device was not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported death, cerebrovascular accident, myocardial infarction, renal failure, cardiac arrest, and thrombosis/thrombus were unable to be determined. The reported patient effects of death, cerebrovascular accident, myocardial infarction, renal failure, and thrombosis/thrombus as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report death. This research article was a meta-analysis study designed to evaluate the incidence of repeat mitral valve interventions within 90 days after a mitral valve transcatheter edge to edge repair (mteer) procedures. Complications identified in the study included: death, medical intervention, surgical intervention, stroke, myocardial infarction, cardiac arrest, hemodialysis, deep venous thrombo-embolism hospitalization, . In conclusion the low feasibility of mv repair after failed mteer and the unfavorable outcomes of repeat mv interventions, should be part of the decision making for patients being considered for mteer.. Details are listed in the attached article titled, "repeat mitral valve interventions after failed transcatheter edge-to-edge repair with mitraclip".